Event description:
It was reported that the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and adjusted the 5 volt power supply. The sys operates as intended.